Manufacturer narrative:
H6: investigation summary: a failure was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6)). Customer indicated false positives. Bd field service engineer (fse) was dispatched and confirmed that the samples were contaminated. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for (B)(6) revealed no previous complaints related to this issue. The root cause was customer workflow induce. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " how did the customer know the samples were contaminated? -- they performed sub culture for those 52 sample, they believe the sample was contaminated before insert to the instrument. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " how did the customer know the samples were contaminated? -- they performed sub culture for those 52 sample, they believe the sample was contaminated before insert to the instrument ".